Event description:
Customer reported set leaked during priming at distal end just past the spin collar of the male luer. The event occurred prior to pt use. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.